Event description:
It was reported "touchscreen, hard keys non-functional". Additional information states that the pump console was swapped out to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "touchscreen/hard keys non-functional" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "touchscreen, hard keys non-functional". Additional information states that the pump console was swapped out to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".